Event description:
It was reported that an implant registration was received that indicated that during the implant of an abbott pacemaker system, and abbott lead was exchanged for a different lead due to dislodgement. Further information was requested, however, was not provided.